Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coils). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, fatigue, dyspareunia, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before the removal surgery she sought treatment for her symptoms from her physicians but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including increasingly severe pain/ chronic pelvic pain. In (B)(6) 2012 plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain/pain") in an adult female patient who had essure (batch no. 927076,027078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, adenomyosis, genital bleeding and cramp in lower abdomen. In july 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, fatigue, dyspareunia, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before the removal surgery she sought treatment for her symptoms from her physicians but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: essure coils were properly placed; on 11-oct-2012: fallopian tube embolization. Embolization coil project at the expected position of the fallopian tubes. Both fallopian tubes occluded at the cornua impression: bilateral fallopian tune occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received. Lot number and lab data added. Concomitant condition added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain/pain') in an adult female patient who had essure (batch no. 027078-invalid, 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, adenomyosis, genital bleeding and cramp in lower abdomen. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, fatigue, dyspareunia, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before the removal surgery she sought treatment for her symptoms from her physicians but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: essure coils were properly placed; on (B)(6) 2012: fallopian tube embolization. Embolization coil project at the expected position of the fallopian tubes. Both fallopian tubes occluded at the cornua impression: bilateral fallopian tune occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia lot number 027078 is invalid. Lot number:927076. Manufacture date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain/pain') in an adult female patient who had essure (batch no. 027078-not valid,927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, adenomyosis, genital bleeding and cramp in lower abdomen. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain"), alopecia ("excessive hair loss") and anger ("short fuse"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, fatigue, dyspareunia, back pain, alopecia and anger outcome was unknown. The reporter considered abdominal pain, alopecia, anger, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before the removal surgery she sought treatment for her symptoms from her physicians but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: essure coils were properly placed; on (B)(6) 2012: fallopian tube embolization. Embolization coil project at the expected position of the fallopian tubes. Both fallopian tubes occluded at the cornua impression: bilateral fallopian tune occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia lot number 027078 is not valid. Lot number:927076 manufacture date:2011-12 ,expiration date: 2014-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Anger event was added. New reporter was added. Initials were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain/pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, fatigue, dyspareunia, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before the removal surgery she sought treatment for her symptoms from her physicians but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure coils were properly placed . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-oct-2017:follow up from summons- lawyers were added as reporter. Essure implantation date (previously reported as (B)(6) -2010) and explantation dates were updated (previously reported as (B)(6) 2012). Event pain was clubbed with event: increasingly severe pain/ chronic pelvic pain. Event outcome was unknown. Reporter assessed even was related with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), back pain ("chronic back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coils). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, fatigue, dyspareunia, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Before the removal surgery she sought treatment for her symptoms from her physicians but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure coils were properly placed. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including increasingly severe pain/ chronic pelvic pain. In (B)(6) 2012 plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.